Event description:
It was reported that an ilet pump displayed alert codes 53 and 60 despite a restart and a factory reset, with the user confirming ongoing alerts and no blood glucose impact at the time of the call. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of pump therapy, education on backup therapy, and shipment of a replacement device. Investigation included review of device alert history, confirmation of alerts after reboot, and troubleshooting guidance. Investigation of this case revealed communication faults consistent with capacitive touch communication error and bluetooth communication error attributable to internal electronics, including the ble board and cap touch internal communication failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.